Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for mg2 on a cobas 8000 c 702 module. The initial result was 1.77 mmol/l. The sample was repeated with results of 1.00 mmol/l, 0.99 mmol/l, and 1.05 mmol/l. The initial result was "flagged delta." It is not known if the questionable result was reported outside of the laboratory.

Manufacturer narrative:
The mg2 reagent lot number was 715291 with an expiration date of 31-dec-2024. On (B)(6) 2023 the field service engineer (fse) replaced the bath tube degasser, the bath degasser, and a reagent probe. The fse reset the rinse unit tubings, aligned the probes, and adjusted the gear pump pressure. The customer had no further issues after the service visit. The investigation determined the event was due to a maintenance issue.